Manufacturer narrative:
The patient was the initial reporter; however, there was follow-up with the implanting physician: (B)(6). (B)(4). Placeholder.

Event description:
It was reported that the patient was experiencing symptoms of inability to see distant vision six months after implantation of an intraocular lens (iol). It was stated that the patient underwent a lasik procedure to eliminate a minimal amount of astigmatism in a secondary procedure of the right optic. Patient was noted to be doing well with visual improvement and 20/25 on post operative day 1. No additional information was provided.